Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). Same case as 2134265-2009-05944. It was reported that during a coronary artery stenting treatment procedure, cardiogenic shock occurred. Target lesion 1 and 2 were located in the left anterior descending (lad) artery. Target lesion 1 was 100% stenosed, the reference vessel diameter was 2.7mm and the lesion length was 30mm. Direct stenting was not attempted. A 2.75x32mm liberte stent was implanted. Residual stenosis was 5%. The stenting procedure was a technical success. An iabp was placed for cardiogenic shock. Target lesion 2 was 55% stenosed, the reference vessel diameter was 3mm and the lesion length was 14mm. A 3.00x16mm liberte stent was implanted. Residual stenosis was 6%. The procedure was a technical success. The patient was discharged three days after the index procedure with no anginal complaints or silent ischemia. The discharge medications were asa 100mg per day for 12 months and clopidogrel 75 mg/day for 12 months.